Event description:
It was reported that the surgeon noted a aline on the cc204bf collamer plate lens as it was advancing towards the eye and the lens cracked upon insertion. Surgeon is concerned that the lense was received damaged and not during torn handling. The lens was removed without any pt injury.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that one haptic plate and a piece of the other haptic was torn off and missing. There was evidence of a clear surgical residue.